Manufacturer narrative:
The lot number was not provided, therefore, a lot history review could not be performed. Investigation is underway.

Event description:
It was reported that the cannula would not attach correctly (as tight as it should) when screwing on to the syringe. After attaching the cannula, it comes loose when attempting to lift it from the sterile table for utilization. No pt impact.